Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient developed a hematoma and experienced bleeding at the access site. Vascular was consulted and the decision was made for pump removal and repair. Common femoral artery (cfa) exposed and revealed that bleeding was not from cfa and impella insertion, but from proglide suture dissecting inguinal canal. The physician determined that with the 14f sheath in place, it was tamponading the bleed, but once the sheath was removed and exchanged for a smaller repositioning sheath, hemostasis was no longer achievable. The physician decided to explant the impella cp and replace it with another impella cp. It was reported that the patient survived the procedure.